Event description:
During routine testing of the device at the svc ctr, the quality engineer reported that the single board computer printed circuit board assembly failed after warm up. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.